Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and a leadless pacemaker, and during a recent follow-up visit, their s-ICD was interrogated. A total of 28 episodes were observed in the device's memory (four untreated and 24 treated). Of the 20 requests for anti-tachycardia pacing (atp) therapy, none were delivered by the leadless pacemaker. A total of four shocks were delivered. Upon reviewing the episodes, an electrode integrity issue was evident because all the shocks were delivered due to mechanical noise oversensing. The same noise was reproduced during pocket manipulation (the lead was stressed along the entire sensing path). The noise was present on the primary vector (the current sensing vector) and the alternate vector. Nothing except very low and slow peaks were reproduced on the secondary vector. The impedance was 45 ohms. It was also noted that at the time of interrogation, the patient reported a sensation of chest pain similar to a shock being delivered by the s-ICD. No episode was recorded because the device was being interrogated at the moment. Currently, the patient is hospitalized due to a complication related to a diabetic foot infection and will remain hospitalized until it is resolved. Conversations about next steps are ongoing. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service. Additional information received: device therapy was disabled as a result of the above referenced clinical observations, specifically suspected electrode impairment.

Event description:
It was reported that this patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and a leadless pacemaker, and during a recent follow-up visit, their s-ICD was interrogated. A total of 28 episodes were observed in the device's memory (four untreated and 24 treated). Of the 20 requests for anti-tachycardia pacing (atp) therapy, none were delivered by the leadless pacemaker. A total of four shocks were delivered. Upon reviewing the episodes, an electrode integrity issue was evident because all the shocks were delivered due to mechanical noise oversensing. The same noise was reproduced during pocket manipulation (the lead was stressed along the entire sensing path). The noise was present on the primary vector (the current sensing vector) and the alternate vector. Nothing except very low and slow peaks were reproduced on the secondary vector. The impedance was 45 ohms. It was also noted that at the time of interrogation, the patient reported a sensation of chest pain similar to a shock being delivered by the s-ICD. No episode was recorded because the device was being interrogated at the moment. Currently, the patient is hospitalized due to a complication related to a diabetic foot infection and will remain hospitalized until it is resolved. Conversations about next steps are ongoing. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service. Additional information received: device therapy was disabled as a result of the above referenced clinical observations, specifically suspected electrode impairment. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the electrode remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this electrode remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this patient is implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and a leadless pacemaker, and during a recent follow-up visit, their s-ICD was interrogated. A total of 28 episodes were observed in the device's memory (four untreated and 24 treated). Of the 20 requests for anti-tachycardia pacing (atp) therapy, none were delivered by the leadless pacemaker. A total of four shocks were delivered. Upon reviewing the episodes, an electrode integrity issue was evident because all the shocks were delivered due to mechanical noise oversensing. The same noise was reproduced during pocket manipulation (the lead was stressed along the entire sensing path). The noise was present on the primary vector (the current sensing vector) and the alternate vector. Nothing except very low and slow peaks were reproduced on the secondary vector. The impedance was 45 ohms. It was also noted that at the time of interrogation, the patient reported a sensation of chest pain similar to a shock being delivered by the s-ICD. No episode was recorded because the device was being interrogated at the moment. Currently, the patient is hospitalized due to a complication related to a diabetic foot infection and will remain hospitalized until it is resolved. Conversations about next steps are ongoing. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.